Event description:
It was reported that a momentary power loss to the vibrator motor occurred, displaying malfunction code 12. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump. The malfunction did not recur after the reset, and the customer may continue using the pump with the understanding to report back if the issue reappears.